Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation mmdg was able to confirm that the pump was not generating an audible alarm sound, although visual alarming messages did appear on display. The failure was due to a failed l3 component on the pcb. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump failed to make "beeping sound when turned on". The initial reporter also stated that this occurred during testing and no patient was involved. [(B)(4)].